Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and cracked lcd window. The insulin pump was received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir tube lip completely broken off. Analysis was unable to perform the displacement test due to reservoir tube lip completely broken off.

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was 131 mg/l at the time of the incident. Reportedly, piece of plastic breaking off at reservoir opening. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was returned for analysis.